Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak at reagent probe a and determined the reagent probe a collar wash valve malfunctioned, resulting in the leak. The fse replaced the collar wash valve to correct the leak and quality control results issue.

Event description:
A customer reported to beckman coulter (bec) hotline support that quality control (qc) sample analysis yielded results that were outside of acceptable ranges for multiple cc (cartridge chemistry) analytes on a unicel dxc 600 pro synchron system. Upon troubleshooting, with the assistance of beckman coulter hotline support, the customer found the drip tray area below a reagent probe wet. The customer homed the instrument and observed a leak from the reagent probe a collar wash. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore gloves, a lab coat and goggles while operating the instrument. No direct exposure occurred.